Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle pierced the middle of the catheter and it had foreign matter on the catheter surface. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle pierced the middle of the catheter and it had foreign matter on the catheter surface. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received one used 22ga bd insyte autoguard bc IV catheter unit in two portions: portion one consisted of the catheter/adapter assembly within the protective needle cover. Portion two consisted of the needle/hub assembly fully retracted within the safety shield (barrel). Six photos were provided for observation of this incident. The photos revealed similarities to that of the unit (portions) of the 22ga iag bc IV catheter unit received. Two of the photos depicted on a v shaped foreign matter on the tubing wall near the tip. DHR review was not conducted because the lot number reported does not pertain to the reported/returned product material number which was revealed and confirmed by our data records. Investigation conclusion: visual evaluation disclosed no indications of a cut to the tubing wall. Observed there was foreign matter on the tubing wall near the tip. There was not indications of a cut to the tubing wall. Observed there was foreign matter on the tubing wall near the tip. Attached the iso standard testing slip luer to the each catheter/adapter and performed the leak test. Leakage was not observed from any area of the unit. No other anomalies or damage was observed. There was no physical/mechanical evidence to confirm the failure was manufacture process related. Root cause description: although the failure of needle through catheter, as stated in the pir was not identified and confirmed with the unit and photos provided for this incident and a definite root cause was not established; foreign matter was observed on the tubing wall near tip. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the foreign matter observed in this incident, because the unit was out of packaging and used. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.